Manufacturer narrative:
Device evaluated by MFR.: a promus element plus,mr,ous 3.00 x 20mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of distal stent damage. The undamaged crimped stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. A 0.014" test guidewire loaded successfully. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 3.00x20mm promus element plus drug-eluting stent was advanced but was unable to reach the lesion and stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. It was further reported that the lesion had mild stenosis, and was located in a severely tortuous and severely calcified vessel.

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 3.00x20mm promus element plus drug-eluting stent was advanced but unable to reach the lesion and stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and patient status was stable. It was further reported that the lesion had mild stenosis, and was located in a severely tortuous and severely calcified vessel.

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 3.00x20mm promus element plus drug-eluting stent was advanced but was unable to reach the lesion and stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.